Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 345 mg/dl. The customer's expected fasting blood glucose test result range is 77 - 85 mg/dl. Customer (who is a doctor) stated that this is what he sees daily and not the expected range from his doctor. Customer did not provide the expected range from his doctor. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 66 mg/dl using truemetrix meter; customer was not concerned with the fasting result of 66 mg/dl. Customer was unable to perform the second blood test (unable to get result). The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2017. Customer stated that when he eats his results are lower than when he is fasting. The meter memory was reviewed for previous test result history: (B)(6).